Manufacturer narrative:
Concomitant medical products: yrbr2414135 stent graft, implanted: (B)(6) 2002; yrec1555 stent graft (x2), implanted: (B)(6)2002. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low pacing impedance. Although the impedance was low, the cardiac resynchronization therapy pacemaker (crt-p) had falsely triggered an alert for low impedance. The lead and crt-p remain in use. No patient complications have been reported as a result of this event.